Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. A leak was observed at the seam of the internal bag. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the 100 ml cadd cassette internal bag had been leaking. Internal bag had not been sealed. The event occurred during compounding.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.